Manufacturer narrative:
The returned device was evaluated and the returned device had the cannula assembly deployed. The download data showed that the device ran 45 first prime pulses and was deactivated at 56 pulses; it cannot be conclusively determined if the needle deployed early. The formed needle was visible in the exposed portion of the soft cannula. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted a failure of the needle mechanism to fully retract the needle after needle fire. The formed needle and soft cannula were also found to be damaged, however, it cannot be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported while a patient was activating a pod when the needle guard was removed the cannula was already deployed. The pod was not worn.